Event description:
It was reported that this implantable pacemaker was suspected of premature battery depletion (pbd) since battery dropped from 5 and a half years to 3 years in a span of one year. A request was made to have data from the device analyzed. Data analysis confirmed pbd. Device replacement was recommended or have the battery status re-evaluated within 90 days. Subsequently, this device was electrically abandoned. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker was suspected of premature battery depletion (pbd) since battery dropped from 5 and a half years to 3 years in a span of one year. A request was made to have data from the device analyzed. Data analysis confirmed pbd. Device replacement was recommended or have the battery status re-evaluated within 90 days. Subsequently, this device was electrically abandoned. No additional adverse patient effects were reported. Additional information indicated that this device was explanted and replaced with a new device. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker was suspected of premature battery depletion (pbd) since battery dropped from 5 and a half years to 3 years in a span of one year. A request was made to have data from the device analyzed. Data analysis confirmed pbd. Device replacement was recommended or have the battery status re-evaluated within 90 days. Subsequently, this device was electrically abandoned. No additional adverse patient effects were reported. Additional information indicated that this device was explanted and replaced with a new device. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.